Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039004) on 15-jan-2015. The most recent information was received on 08-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods"), back pain ("back pain / horrible pain where it hurts to walk"), arthralgia ("joint pain / hip pain"), dysuria ("urination problems") and dysmenorrhoea ("periodically get horrible pain/ pain during period"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, back pain, arthralgia, dysuria and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, dysuria and menorrhagia with essure. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Patient had scheduled hysterectomy discrepancy noted for date(s) of insertion: (B)(6) 2012. Concerning the injuries reported in this case, the following one/ones were reported via social media: dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039004) on 15-jan-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods"), back pain ("back pain / horrible pain where it hurts to walk"), arthralgia ("joint pain / hip pain"), dysuria ("urination problems") and dysmenorrhoea ("periodically get horrible pain/ pain during period"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, back pain, arthralgia, dysuria and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, dysuria and menorrhagia with essure. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Patient had scheduled hysterectomy discrepancy noted for date(s) of insertion: (B)(6) 2012. Concerning the injuries reported in this case, the following one/ones were reported via social media: dysmenorrhoea. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Reporter information added. Removal surgery added for event abdominal pain lower. Action taken with drug updated. On 4-jun-2020: no new clinical information added on 4-jun-2020: no new clinical information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.